Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient had an infection at the lead site. Patient was prescribed antibiotics to address the infection which resolved the issue.

Manufacturer narrative:
A device history record was performed to review and confirm the sterility of the lead(s). Based on the documents reviewed, the source of the infection remains unknown.